Event description:
It was reported that a peritoneal dialysis (pd) patient discovered smoke coming from the front of their cycler during fill 3 of 5 of their pd treatment. It was noted that the patient woke up from her sleep to a burning smell coming from the cycler and the room was smoky. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient did not see flames, there was no damage to the plug or other component. The patient¿s smoke detectors went off. The patient did not see flames. The patient allowed their room to vent on its own. The patient turned the machine off and did not complete treatment. There was no patient serious injury or medical intervention required as a result of this event. The patient has received a new cycler and is continuing peritoneal dialysis therapy. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Hi pot test passed. Patient hi pot test passed. Safety analyzer test passed. Functional display test passed. Voltage check passed. System air leak test passed. Valve actuation test passed. Post- accelerated stress test (ast) 2 hours 15 mins 8500 ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered smoke coming from the front of their cycler during fill 3 of 5 of their pd treatment. It was noted that the patient woke up from her sleep to a burning smell coming from the cycler and the room was smoky. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient did not see flames, there was no damage to the plug or other component. The patient¿s smoke detectors went off. The patient did not see flames. The patient allowed their room to vent on its own. The patient turned the machine off and did not complete treatment. There was no patient serious injury or medical intervention required as a result of this event. The patient has received a new cycler and is continuing peritoneal dialysis therapy. The cycler was returned to the manufacturer for physical evaluation.